Event description:
A review of service data detected a reportable problem. During servicing, the trunk cable connector on electrode belt sn (B)(4) was severed from the cable. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the trunk cable connector was severed from the cable, which prevented the electrode belt from connecting to a monitor. The root cause for the severed connector was physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.